Event description:
The account alleged the nurse call is not functioning from the bed. No pt impact.

Manufacturer narrative:
The account replaced the sidecom power control board to resolve the issue.